Event description:
15mm broach was unable to be extracted from the femoral canal by using the broach handles. The broach handles would disengage from the broach when the mallet would strike the handle. Company then tried to use the broach extractors. After engaging the broach with the extractor a mallet was used on the hammer pad to remove the broach. After one or two strikes the wooden handle broke off the first one. Company then tried to use the second extractor and after a couple of strikes the tip that engages the broach broke off. Company then had to take an x-ray to insure that no metal was in the wound. The doctor then had to lengthen the incision and make an osteosomy on the posterior aspect of the femur to disengage the broach. Co then had to switch to the solution stem which co had been brought out by the office. An 8in bowed stem was used to fill the canal and a 36 head was used to help with stability. The canal was then cabled to ensure a secure area. The situation as described led to a significant increase in o.r. Time.